Event description:
It was reported that this pacemaker system was exhibiting intermittent loss of capture, high capture thresholds and oversensing that led to pauses in ventricular pacing above 6 seconds. Technical services (ts) was consulted and a review of the data noted high power consumption and recommended replacement. The pacemaker and right ventricular (rv) lead were explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was exhibiting intermittent loss of capture, high capture thresholds and oversensing that led to pauses in ventricular pacing above 6 seconds. Technical services (ts) was consulted and a review of the data noted high power consumption and recommended replacement. The pacemaker and right ventricular (rv) lead were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. The cathode conductor resistance measured as an electrical open indicating a fractured or broken conductor. Inner coil measured an electrical open due to the extensive corrosion which caused a break in the lead between the coupler and the helix at the distal tip was a result of a gate oxide failure on the device. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than blood or body fluid in the lumen, body fluid and tissue in helix housing and cuts in insulation and deformed coils likely due to explant damage. X ray showed helix detached from the coupler likely due to corrosion. The extensive corrosion was likely a result of a gate oxide failure on the device.